Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 2 hours" message after 2 days of wearing the adc freestyle libre sensor and was therefore unable to test. Customer experienced symptoms described as "having hard time to breath, stomach ache", seizure and loss of consciousness and had contact with healthcare provider. A lab reading of 21 mg/dl was obtained and customer was diagnosed with hypoglycemia and treated with unspecified IV. Customer was additionally provided glucose gel to take home. There was no report of death or permanent injury associated with this event.